Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced.